Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered no image was due to a faulty patient board set, video connector in fair condition and software version was at 3.01 and need to be updated to version 4.10. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, no image on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. However, it¿s likely the cause is related to a design defect. It was confirmed that the circuit design of the operational amplifier of the printed circuit board (dr board) was changed because it did not meet the specifications (there was a possibility that blackout might occur inside the mask of 180 scope). The modified product was shipped from june 13, 2018 (pal model)/june 14, 2018 (ntsc model). Therefore, this confirms that the subject device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.